Manufacturer narrative:
Manufacturing site: (B)(4). The sasuke catheter was returned for evaluation. Cutting of the shaft distal to the connecter was confirmed on the returned catheter. There were no noticeable damage observed on the proximal and mid shaft tubes. Microscopic observation found a curve on the shaft for approximately 25mm from the tip. On the outer side of the curve, the shaft was worn out to have roughened surface. The end hole of the over-the-wire lumen was torn; the torn outer tube ran on the proximal portion of the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the cto with sharp calcified plaque had most likely contributed to the reported trapping of the sasuke in the lesion. It was concluded that this event was not attributed to product quality. Damage observed on the returned sasuke was too severe to completely rule out a possibility that some fragment(s) of the damaged shaft could be left in the patient. Instructions for use (IFU) states: [warnings] do not advance this product through a severely calcified lesion, severely stenotic lesion or occlusion lesion. Doing so may damage this product or a blood vessel. [Precautions] this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. [Malfunctions and adverse effects] damage, withdrawal difficulty.

Event description:
It was reported that as asahi sasuke double-lumen catheter had become stuck in a moderately calcified, chronic total occlusion (cto) in the left circumflex artery (lcx) segment #11. A wire was able to cross the lesion and plain old balloon angioplasty (poba) was performed but an intravascular ultrasound (ivus) catheter failed to follow. Then the physician attempted to deliver the sasuke catheter into a big side branch distal to the lesion when the catheter became stuck in the lesion. To release the stuck catheter, several guide wires were delivered but none was able to cross the stuck area in the lesion. The physician then cut the sasuke's connector and delivered a guide extension over the stuck catheter as close as to the lesion. The stuck catheter was successfully removed from the patient. The procedure was resumed with a new sasuke catheter and successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event.